Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history displayed inaccurate data. Reportedly, the customer went through the load process approximately 2 to 3 days ago but the most recent load history was not displayed in the history. Blood glucose level was 445 mg/dl. Although requested by tandem technical support, the customer declined to upload the pump data logs.